Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for unknown cement. Part#, lot# and UDI # is not available. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. PMA/510k: this report is for unknown cement. PMA/510(k) number is not available. Device evaluated by MFR, manufacture date: product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: prasert iampreechakul, chaichan srisawat , and wuttipong tirakotai (2011), stand-alone cervical polyetheretherketone (peek) cage (cervios) for single to two-level degenerative disc disease, journal of the medical association of thailand vol. 94(2), pages 185-192 (thailand). The aim of this article is to assess clinical and radiological outcome of interbody fusion with cervios for cervical degenerative disc disease and their application in single to two-level surgery without the additional use of an anterior plate system. Between july 2004 to september 2007, a total of 67 patients (28 male and 39 female) with a mean age of 45.7 years (range, 29-85 years) were included in the study. These patients underwent peek cage assisted acdf without plate fixation and mixture of bone fragment chronos b-tricalcium phosphate was used to fill in the cage. The mean duration of follow-up was 18 months (ranges 12 ¿ 24 months). The following complications were reported as follows: subsidence occurred in 7 patients including c4-c5 in 1, c5-c6 in 3 and c6-c7 in 3. 1 patient had subsidence and non-fusion. 3 patients had severe narrowing disc space that needed to use an oversized cage. 3 patients had transient dysphagia. 2 patients had superficial wound infection, resolved with antibiotic treatment. This report is for unknown cement. This is report 2 of 2 for (B)(4).